Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no audio and that the speaker was defective. The speaker was replaced to resolve the issue. The device will be returned to the customer.

Event description:
It was reported that the device speaker was defective and there was no sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.